Manufacturer narrative:
None.

Event description:
The customer reported an elevated leadcare ii (lc ii) blood lead test result of 13.7 ug/dl, while the confirmatory test result was 2 ug/dl. The patient is a two-year old child. Customer confirmed that controls were run before using the test kit for patient testing and that they were in range. Customer indicated that the facility's sample collection procedure includes washing the patient's hands with soap and water; however, she suspected that the sample may have been contaminated. She stated several patient samples were tested before and after the sample in question and that no other test results were elevated. Customer reported that they used the capillary tubes provided with their test kit for patient sample collection; microtainer tubes were not used. In followup technical services sent the cdc capillary collection video, leadcare ii package insert, leadcare user's guide, and cdc finger stick poster to customer to reinforce proper sample collection procedures. No patient harm or injury was reported.